Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified premedication. It was reported that after the delivery was complete, the male adapter of a needleless valve connector of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for piggyback delivery of an unspecified chemotherapeutic agent. It was reported that after the delivery was started, no flow of solution from the secondary tubing set was noted. No specific details were noted. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.